Manufacturer narrative:
Other, other text: device evaluation: one device was returned. The device was received with all labels still intact. Visual inspection, no physical damaged was found on the device. Based on evidence and investigation, the complaint allegation was unable to be determined. No actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was used and when the end user turned off the pump ad removed the batteries an alarm sounded. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Foreign: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of the pump stopping and turning off, then immediately turning on and off. The reported issue was not duplicated during functional testing. One possible, but unconfirmed, problem source was listed as potential user error as the pump is designed to sound an alarm, due to the product specification, if the battery is removed within approximately 15 seconds after the power is turned off. Based on the investigation, the complaint allegation was not confirmed.